Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid, stomach pain, and fever. One day prior to being diagnosed with peritonitis, the patient was hospitalized for the manifestations. The cause of peritonitis was unknown. On the same day as the onset, the patient was treated with cloxacillin and ceftazidime (each 250 mg, four times a day, intraperitoneally) for peritonitis. Nine days later, the antibiotic therapies were discontinued. Two days later, the patient was discharged from the hospital. On an unreported date, pd therapy was withdrawn and the patient started hemodialysis (hd). The patient¿s outcome was not reported. No additional information is available.